Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR: 2134265-2017-12150. It was reported that a trivial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A 30mm watchman ® laa closure device & delivery system (wds) along with a watchman® access system (was) were selected. The closure device was implanted without any problem. At the end of the procedure they noticed a trivial effusion at the apex of the heart. There was no change to the patient¿s status and no intervention was required. Two hours later another echocardiogram showed no change. The patient remained under observation and the following morning a 2d echocardiogram showed no changes to the trivial effusion. The patient was discharged with no further complications.